Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description air in line alarms detailed inquiry description patient received to micu post cardiac arrest on 3 vasopressors, rn was informed that prior to arrival in micu, the IV infusion pumps had been frequently alarming and stopping due to "air in line" alarm; despite troubleshooting and there not being any air in IV line. Once patient arrived in micu, the same alarm kept occurring on the norepinephrine and vasopressin IV pumps. "Air in line" alarm would not stop, despite insuring there were no air bubbles in line' changing line to new pumps, changing the tubing, and ultimately required repriming new bags of medication with new tubing on new pumps no injury reported.